Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: left breast "grew to size of spaghetti squash;" patient's concern with product.

Event description:
Patient reported left side "grew to size of spaghetti squash" and exchange of textured devices due to patient's concern with product. Healthcare provider reported "aspirated seroma fluid and the results were cd30 precursor to lymphoma/bia-alcl. Device has been explanted.